Manufacturer narrative:
E1: initial reporter facility - (B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector detached the following information was received by the initial reporter with the following verbatim: it was report that the male end of the infusion set (terumo sureplug ad extension tube) was not connected to the female end of the mz5303 for infusion, but it did not fit (no firm "connection") and the septum on the female end of the mz5303 was bouncing and "popping" strongly. 5303 female side (mixing section), the male luer of the same extension tube could be twisted and tightened, but when the hand was released, the male luer would rotate backwards and detach from the mz5303 female side (mixing section).

Event description:
No additional information.

Manufacturer narrative:
Additional information: initial reporters address correction: a code updated investigation results: one mz5303 sample was received for investigation without packaging; some residual clear fluid was present in the set. To aid the investigation, the customer also returned an unknown infusion set. The customer reported that they were unable to connect a terumo sureplug ad extension tube to the maxzero fla as they experienced bouceback when attempting to connect the luer. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing confirmed the connection between the maxzero and the returned extension set remained secure when connected, as well as when connected to other bd stock products; no inadvertent disconnection occurred throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A lot number was not provided as part of the investigation; however a review of the laser ID 231615b02 from the maxzero component confirmed a possible lot number to be either 23079019 or 23079020. A review of the production records for potential lots did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the mz5303 product in the past 12 months.